Event description:
The article, "left atrial appendage occlusion for recurrent stroke while on oral anticoagulation: a case series", was reviewed. The article presented a case study of a 72-year-old female patient with a history of hypertension, permanent nonvalvular af anticoagulated with apixaban, and two previous ischemic strokes. It was reported that on an unknown date in december 2022, an unknown amplatzer amulet left atrial appendage occluder was chosen for implant. During procedure, a thrombus was seen in the left atrial appendage which migrated to the left ventricle and subsequently to the systemic circulation. Post-procedural computed tomography (CT) angiography revealed a deep femoral artery thrombus with distal re-permeabilization. No signs or symptoms of acute limb ischemia were reported and no further intervention was performed. The patient was discharged on warfarin and clopidogrel for six months followed by warfarin alone indefinitely. At six-months follow up, no further events were noted. The article concluded that this case series demonstrates the intricacy of stroke prevention in some atrial fibrillation patients and highlights the importance of an individualized approach, integrating the possible use of left atrial appendage occlusion (laao) in the management of patients for whom oral anticoagulation (oac) does not provide sufficient stroke protection. [The primary and corresponding author was gonçalo costa, serviço de cardiologia, centro hospitalar e universitário de coimbra, coimbra, portugal, with corresponding email: gnfcosta.93@gmail.com].

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: left atrial appendage occlusion for recurrent stroke while on oral anticoagulation: a case series. The UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
As reported in a research article, thrombus seen in the left atrial appendage during procedure was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that per the amulet instructions for use, "the amplatzer¿ amulet¿ left atrial appendage occluder is contraindicated for patients: with the presence of intracardiac thrombus." Literature attachment: article title: left atrial appendage occlusion for recurrent stroke while on oral anticoagulation: a case series